Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed the motor test. The device was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Event description:
Customer reported receiving motor error alarms and no delivery alarms on their insulin pump. Customer did not recall any significant events leading up to the motor error and no delivery alarms occurring. Blood glucose level was 219 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.